Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. The customer put air in it again, but the leakage persisted. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One used decontaminated sample was returned for investigation. Under visual inspection the sample appeared to be in good condition. During manufacturing process the devices are inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was found that sample cannot pass this 12 hour test - cuff was deflating during inflation. Source of leak was found to be tear in cuff. Each cuff was also tested by customer prior use as per instruction for use: "check the integrity of the cuff and inflation system prior to insertion." Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. The cause of the reported problem was traced to the customer handling of the device. A DHR (device history review) was performed and no problems. Discrepancies or issues were identified during this DHR review.